Event description:
Customer stated she was having problems reservoir, had bubbles at the top. Customer's blood glucose was 225 mg/dl. Customer did not rewind and primed. Customer has the device pressed. Customer stated the reservoir that had a little bit of insulin. Customer does not see insulin with manual plunger. Customer stated the needle was stuck in his finger. Troubleshooting for inserting was being performed and customer reported blood glucose lowered to 33 mg/dl. Customer treated with juice and food. Customer stated he took a bolus awhile ago and was unsure why it lowered. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.